Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal 14 tampons fell apart leaving pieces inside. She was confident she was able to remove all remaining tampon pieces.